Event description:
It was reported that after 2 successful firings of the psee60a it was attempted to load a 3rd reload and was unable to seat it in the cartridge half. Opened another device to complete the procedure with the same lot reloads. The metal tray off the bottom of a 60mm reloads was stuck in the cartridge channel of the defective stapler. They were unable to load the third reload. There were no patient consequences.

Manufacturer narrative:
(B)(4), date sent: 7/5/2023, d4: batch # 945a44, b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with two (gst60w & gst60b) reloads present. The reloads were received unfired. In addition, a reload pan was received. The device was tested for functionality in the straight position with the returned reloads and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The returned reloads were placed and removed with no issues noted during functional testing.  As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. No conclusion could be reached on what may have caused the reload pan to dislodge as no reload was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number 945a44, and no non-conformances were identified.